Event description:
It was reported that the programmer had telemetry difficulty, that it was unable to "find" devices unless the port where the radio frequency programmer head plugged into the programmer was pressed on. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067, radio frequency programmer head; product ID 229047, software analyzer. (B)(4).